Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unable to confirm insertion/needle complaint due to customer return sensor no needle. Also, unable to perform bicarbonate buffer test due to received wrong model sensor (received guardian sensor mmt-7020, instead of enlite sensor mmt-7008).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Customer stated the insulin pump suspended when blood glucose level was 524 mg/dl and sensor glucose was 94 mg/dl. Customer treated with manual injection. Customer also reported bleeding during sensor insertion. Customer declined to troubleshoot for high reading, customer was advised to review sensor best practices. The sensor was not returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm insertion/needle complaint due to customer return sensor no needle. Also, unable to perform bicarbonate buffer test due to received wrong model sensor (received guardian sensor mmt-7020, instead of enlite sensor mmt-7008). Refer in new (B)(4) for correction on model sensor to mmt-7020. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.